Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The device was evaluated at a third party service center, and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.